Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The customer reported that when performing congenital heart surgery, the amount volume of contrast medium required by need to be injected to a patient is 200ml, so the contrast medium needs to be repeatedly sucked during the operation. The doctor found that the syringe and tubing could not be separated when re-absorbing the contrast medium. In order to avoid severely affecting the progress of the operation, the tubing could only be destroyed and replaced with a new syringe and tubing. This type of incident has occurred five times so far. Reporter also states that there was no harm to patient or staff.